Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: dec 19, 2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received inside of the original folding carton. Visual inspection under magnification revealed that the complaint lens was received cut in half (one half missing). Inspection of the lens revealed, viscoelastic residue coating the lens; however, a white spot on the lens could be identified near the center of the lens. No other issues could be identified with the lens. Further testing determined that the spot was a feature of the lens and was more consistent with lens damage. As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a smudge was noticed on the center or the intraocular lens (iol) after full insertion. The iol was removed and replaced in the same procedure with an iol of the same model and diopter.

Manufacturer narrative:
If implanted/explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned at the manufacturing site, reason unknown; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that there were no other complaints for this po. No escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. An attempt was made to obtain missing information; however, to date, the information was not available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.